Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 79 mm diameter abdominal aortic aneurysm. Heli-fx endoanchors were also implanted for the treatment of a type ia endoleak approximately 1 year 8 months later. It was reported that on the day of the heli-fx implant procedure, the patient experienced chf. The following day, the patient experienced delirium. One day later, the patient experienced bradycardia and respiratory failure. The patient was treated with medication and intubation and the events were resolved. The investigator assessed the chf, delirium, and respiratory failure events as related to the heli-fx implant procedure, not related to the devices. The investigator assessed the bradycardia and events as not related to the heli-fx implant procedure or the devices. The sponsor assessed the delirium, bradycardia and respiratory failure events as probably related to the heli-fx implant procedure. No additional clinical sequelae were reported and the patient is fine.